Manufacturer narrative:
October 7, 2015 follow up: customer's wife reported that health care provider adjusted pump personal profile settings and customer's bg levels have been within normal range since the adjustment was made. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (approx. 300 mg/dl) with trace ketones. Customer treated elevated bg levels using pump bolus deliveries, changing cartridge/infusion set, and manual insulin injections. System check could not be performed with tandem technical support as the issue was not occurring at time of report. Recommendation was made to discuss management of bg levels with health care provider.